Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. He reported skin irritation and redness at the sensor insertion site. He stated that his blood glucose was between 300 and 400 mg/dl when the issue first began. He advised that he changed the infusion set and sensor and his blood glucose was fine. He noted that his blood glucose seemed to run high for the first few hours after doing an infusion set change. He stated that he used insulin from the refrigerator and was advised to use insulin at room temperature. He declined troubleshooting for the low and high blood glucose at the time of the call.